Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process while attempting to change supplies to deliver a food bolus. The customer reported a blood glucose (bg) level of 299 mg/dl. Reportedly, the customer had manual injections available to address bg level and as alternate insulin therapy. Multiple attempts were made to follow up; however, the customer did not respond.

Manufacturer narrative:
The failure investigation has been completed and the reported cartridge alarm 19 was confirmed. Functional testing was performed and there was no failure identified with the performance of the device for the reported elevated blood glucose level. In addition, a different issue was found.